Event description:
It was reported that the patient connector could not be connected to the titanium adapter. The caller stated the titanium adaptors were still in use with no problems. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: the statement "as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed." Is not applicable. Additional information: the transfer set was returned and analyzed. No abnormalities were identified during visual inspection. Clear passage testing, leak testing, clamp function testing, and seal surface testing all passed with no issues noted. The patient connector measured below specification limits. The reported problem was confirmed. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Report source is a health professional, not consumer. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.